Event description:
Pt had laminectomy and facetectomy-- upon x-ray a foreign body was identified at the surgical site. The pt was returned to the o.r., the site was reopened and a black, rubbery filament was removed. This is believed to be the radiopaque strand that is on the surgical strips and patties that are used during the procedure. Investigation revealed that this black strip can be easily separated from the surgical sponge. Sample from same box returned to the MFR.